Event description:
It was reported via repair work order that the brakes could not hold due to a out of adjustment brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.